Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.